Event description:
It was reported that intermittently the battery gauge was fluctuating and while charging battery, pump shut off unexpectedly. Low power alerts/alarm occurred while charging battery. Customer unplugged pump from power source and upon recharging, battery level was fully charged. Customer's blood glucose level was 173 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.